Event description:
It was reported that during an open gastrectomy, the staples closest to the cut line of the one side were unformed at the 1st and the 2nd firing when the device was fired on the gastric body. The staple height was gold at each firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: was the surgeon and o.r. Staff thoroughly in-serviced on the steps of use prior to the use of the ntlc? Yes. Was the sales rep present during the surgeons first few cases to insure the instrument was used in accordance with the IFU? Yes. Was the rep present for this case? Yes. Was the cartridge loaded with the retaining cap on? No information. Was there an attempt to load the cartridge proximal end first (like en endocutter)? No information. Did anyone move the firing knob to the left or right after loading the device but before firing? No information. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)?